Event description:
It was reported that high impedance were observed on electrodes during interrogation and connection checks. A connection check and impedance check were performed on the prior battery and showed high impedances, 40 ,000. The patient used a program utilizing the electrodes with high impedance and reported adequate pain relief. When the system was connected to a new battery, the same electrodes again displayed high impedance. Troubleshooting was performed by re-inserting the lead into the battery to determine whether the high impedance would clear, but the high impedance did not resolve and the issue remained ongoing. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: va1mgw1026, ubd: 08-dec-2021, UDI#: (B)(4) ; product ID: 9 77a275, serial/lot #:(B)(6), ubd: 26-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.